Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the peritonitis event. The post market surveillance department has reviewed the patient's medical records and the clinical investigation reveals the following: based on the 15 pages of medical records and information obtained from verbal reports, this (B)(6) patient was hospitalized for peritonitis. According to the peritoneal dialysis registered nurse, the peritonitis was touch contamination peritonitis. In addition, the peritoneal dialysis registered nurse stated there was no reported fluid leak prior to this event. The patient was discharged and continued and continued on ccpd. There is no documentation in the medical record that shows a casual relationship between the patient's liberty cycler and his peritonitis. The actual device was returned to the manufacturer for physical evaluation. The initial simulated treatment was performed and failed with a system error. The failure was caused by the leak airbag. After replacing the leak airbag with the new airbag, the simulated treatment was then performed and completed without failures. Further evaluation found no device malfunctions that would have caused the reported event. The system air leak and valve actuation tests passed. The load cell and verification were within tolerance. The patient sensor calibration check passed. There were no internal inspection discrepancies. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support requesting assistance with a cycler system alarm. During the call, he stated that he was in the hospital for an infection in his stomach. Upon follow up with the patient's pd nurse, she confirmed that the patient was admitted to the hospital for touch contamination peritonitis. She added that there were no reported cassette fluid leaks prior to this event. She does not believe that the device or the other fresenius products caused or contributed to the peritonitis event but rather strictly a touch issue. The patient was released from the hospital in stable condition and continues with the ccpd program without issues using the replacement cycler. The following is from the patient's medical records provided by the treatment facility. The patient presented to the emergency room with a two day history of abdominal pain, febrile, chills, nausea, vomiting and cloudy pd effluent. He was treated with antibiotics and admitted for spontaneous bacterial peritonitis, leukocytosis, atrial fibrillation, hypokalemia, sepsis, hypotension and fever.